Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the customer was experienced a low as well as high blood glucose. Customer stated that the couple week ago the customer had a low blood glucose. Customer¿s current blood glucose value was 400 mg/dl. Customer stated that they changed the infusion site but it did not work. Customer treated with manual injection for high blood glucose and ended up having the low blood glucose value and the value was 40 mg/dl. Customer stated that the customer was not in auto mode from last week. Customer decline troubleshooting for high blood glucose. The insulin pump will not return for the analysis.